Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 2.4 mmol/l, 7.8 mmol/l, and 6.5 mmol/l within 10 minutes on the aviva system. No adverse event reported. The alleged product was requested for evaluation.